Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, the ventricular capture threshold was elevated. As a result, the ventricular pacing output was programmed at 7.5v/1ms. During a follow-up (exact date unknown), the estimated residual longevity was inferior to one year. As a result, a new follow-up was scheduled on (B)(6) 2020. The minimum estimated residual longevity was 8 months. However, the battery impedance was 0.98 kohms. In addition, it was noticed that the battery curve showed that three years and a half had elapsed since the beginning of the lifetime of the subject pacemaker, while the device had been implanted for one year and a half. A new follow-up was scheduled in 3 months. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, the ventricular capture threshold was elevated. As a result, the ventricular pacing output was programmed at 7.5v/1ms. During a follow-up (exact date unknown), the estimated residual longevity was inferior to one year. As a result, a new follow-up was scheduled on (B)(6) 2020. The minimum estimated residual longevity was 8 months. However, the battery impedance was 0.98 kohms. In addition, it was noticed that the battery curve showed that three years and a half had elapsed since the beginning of the lifetime of the subject pacemaker, while the device had been implanted for one year and a half. A new follow-up was scheduled in 3 months. Based on preliminary analysis, normal battery depletion occurred (according to hrs guidelines).